Event description:
A report was received by amo that a female pt allegedly experienced an (B)(6) infection after using completed multi-purpose solution easy rub formula. The pt started use of completed multi-purpose solution easy rub formula in (B)(6) of 2010, and noticed ocular redness and pain in her left eye (os) starting in (B)(6) of 2010. She reportedly experienced ocular pain, redness, swelling, irritation, 'pressure' in her eye, and sustained permanent injury that affected her vision (os) as a result of her experience. She sought treatment, was seen by various health care providers, and underwent 'extensive' treatment (medications not specified) until (B)(6) of 2010, when a corneal transplant of the left cornea was performed. The diagnosis of (B)(6) keratitis was confirmed (B)(6) 2010 by pathology after corneal transplant surgery. The complaint unit was not returned and the lot number of the complaint unit was not provided for testing.

Manufacturer narrative:
Corneal transplant, eyelid affected, and visual acuity worsened (permanent). The lot number of solution used by the pt is unk, and the MFR does not have any pt info that would allow us to further our investigation of the lot number and adverse event details. It is unk if the device failed to meet specs as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. The root cause has not been established. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report, a supplemental report will be submitted.